Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. At the time of contact the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event of no audio output was confirmed. The root cause was determined to be moisture damage.